Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) (B)(4) alleging that he was experiencing a power issue with his one touch ultramini meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up phone call to the patient. The patient reported that the alleged issue with the subject meter not turning on began after it was dropped in water 2 to 3 weeks prior to contacting lfs. He stated that he manages his diabetes with metformin 3 pills a day (850 mg) and due to the alleged he continued taking his usual dose of medication. The patient claimed 2-3 days after the alleged issue started, he felt shaky, sweaty and confused, which he associated with a hyperglycemic state. In response to his symptoms he reported continuing his oral medication treatment and feeling better. The patient also stated that since then he began testing his blood glucose with another meter and was obtaining results as high as "32.9 mmol/l" and as low as "0.1 mmol/l." During the initial call with customer service, the agent noted that there was information of misuse of the device. It was also noted that the meter was discarded after it stopped working. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) is not requested return of the subject product(s) for evaluation. The product(s) have been discarded by the patient after he dropped it in water. The 510(k) # is k061118.